Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 1999. Sought medical attention for redness and swelling at the piercing site the following month and an oral antibiotic was prescribed. Returned for medical treatment the following month and an incision and drainage was performed. Another incision and drainage was performed 3 days later.